Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 5.0mmx20mmx143cm fg coyote nc (nc quantum apex) balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous hypotube and shaft kinks. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The coyote nc device inflated and held pressure for 5 minutes without leaking. Product analysis did not confirm the reported burst event. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip damage and kinks were attributable to procedural factors. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 5.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.